Manufacturer narrative:
Reference (B)(4). Additional information will be provided if product is returned.

Event description:
Outer hub did not properly secure to the probe.

Manufacturer narrative:
Device evaluated. Catheter found to be functioning as intended therefore unable to verify complaint.